Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing "many possible side effects" and the patient is unclear of the exact cause. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Based on the additional available information, the reported event of autoimmune and heart disease and its reported severity was reviewed. These events are assessed as unrelated to the device in this case and therefore, are not a reportable injury. The device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected and scrapped at the third-party service center during the device evaluation. There was no evidence of foam degradation; neither were any foam particles visible.